Event description:
Customer reported device = 25mg/dl with an un-dosed test strip. Customer stated device memory displayed 25mg/dl when reviewed. Customer indicated the nose cover is attached tight and aligned properly. No treatment recieved. A request was made for return product and replacement product was sent.